Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with the alleged issue to perform failure analysis. The unit was analyzed, and failure analysis confirmed and reproduced the reported issue. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (erbe) displayed an error indicating energy had been interrupted due to an error u-02. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer that the erbe would need to be replaced and recommended possibly swapping a vision side cart from another system to continue the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. Patient demographics could not be provided.